Event description:
It was reported that a caregiver contacted support regarding the absence of the ¿less than usual meal¿ option and expressed concern that it had not appeared after initial training, while agent review indicated the user does not consistently announce meals nor use the ¿usual for me¿ meal selections. No reported symptoms. Outcomes included no alarms and no medical interventions. Investigation included review of device use patterns and user education. Investigation of this case revealed user-related use pattern inconsistency with meal announcements and ¿usual for me¿ selections, and education was provided to improve consistent use of meal announcement features. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inconsistent meal announcement behavior.